Manufacturer narrative:
Date rec'd by MFR: 21jun2019. Date of report: 26jun2019. The touchscreen was received with scratch and cracked glass. Due to damage, the touchscreen has been scrapped. No additional testing required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The reported issue was able to be reproduced. Fse found the unit had a scratch on the front glass. Fse replaced the unit's touchscreen to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The customer reported there was no patient involvement. Event date not specified, estimate used.